Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed.

Event description:
It was reported that the sphb measurements were low. No known impact or consequence to the patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.